Event description:
It was reported that resistance was encountered while advancing the catheter over the guide wire. The resistance continued until the catheter tip was at the opening of the hemostatic valve, at that point the catheter was removed from the guide wire and it was found that the soft tip of the catheter remained on the guide wire. No pt injury was reported.